Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had wear at folds in the middle of the cylinder. Both cylinders passed the leak test. Momentary squeeze (ms) pump passed visual inspection. Ms pump passed leak test, but did not pass the activation tests. The reservoir was microscopically inspected and presented wear at a fold in reservoir shell, but the component did pass the leak test. Based on the information available, the pump not passing the activation test could affect the product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a mechanical issue. The physician suspected leakage and the pump felt hard. An MRI herniography was performed and showed there was a small difference in volume in the cylinders before and after activation. There was air in the pump indicating leakage. The reservoir was not completely full. The entire ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a mechanical issue. The physician suspected leakage and the pump felt hard. An MRI herniography was performed and showed there was a small difference in volume in the cylinders before and after activation. There was air in the pump indicating leakage. The reservoir was not completely full. The entire ipp was explanted and replaced. There were no patient complications reported.